Event description:
Reporter alleged the lancet needle that is apart of the lancet device used for finger-stick blood glucose testing would not retract. Customer stated that the needle protrudes from the cap. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.